Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient stated heart rate does not increase enough when exercising. Patient then experiences lightheadedness and confusion. Follow up with the physician's office was conducted and the patient was seen. The rate response feature on the device was reprogrammed. The device was functioning normally and remains in use. No further patient complications have been reported as a result of this event.